Manufacturer narrative:
The insulin pump was received with cracked case on battery tube area. The pump was received stuck in critical pump error (open book image) due to severe corrosion on all electronic assemblies. The pump was unable to download due to missing keypad graphics panel exposing the keypad traces. The pump was unable to perform displacement test due to critical pump errors. The pump was received with scratched casing, minor scratches on lcd window, stained serial number label, peeling end cap address label, corrosion on force sensor assembly and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on the back side of the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.